Manufacturer narrative:
Incorrect care/use of, off label use 24f introducer sheath/right iliac artery. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
Device malfunction: failure to deploy. Time of malfunction: during vessel closure. Symptoms/ae: retroperitoneal hemorrhage/death. It was reported that a physician in training in the use of the prostar device, placed sutures in the right common femoral artery of a male pt using the pre-close suture placement technique prior to an endovascular aortic valve repair. The white and green sutures were deployed successfully. Reportedly, during the procedure, the white suture was displaced, resulting in the inability to achieve hemostasis. The initial arteriotomy puncture for vessel access was too high. Manual compression was applied, followed by a second puncture within the common femoral artery. The prostar device was introduced into the arteriotomy, the two sutures were successfully placed and the device was removed without difficulty. The sheath was upsized to the desired introducer size (24f). Reportedly, "more than normal" blood loss occurred throughout the procedure. Upon removal of the sheath, after the interventional procedure, it was noted that the white suture was no longer in place. The introducer sheath was replaced and the green suture was tied. While manual compression was applied, attempts to place two proglide devices were unsuccessful, and the devices were never introduced into the pt anatomy and not used during this procedure. An attempt was made to control bleeding using occlusion balloons in the abdominal aorta, via a contralateral femoral artery approach; however, two balloons ruptured due to plaque. Simultaneously, vascular surgeons were attempting a cut down procedure of the right groin to visualize the source and attempt to stop the bleeding. A third occlusion balloon was successfully placed; however, the pt's status decompensated until a "full tamponade" occurred and the pt expired despite cardiopulmonary resuscitation efforts. The physician believes a tear in the moderately calcified and frail right iliac artery was created while upsheathing, resulting in a retroperitoneal hemorrhage. Though requested, no additional info was provided.